Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump powered off after the pump was worn while swimming in a pool. The reporter indicated that there was no moisture noted in the pump however indicated that there was a crack noted in the top of the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/20/2014 with the following findings:the pump was observed to have moisture visible behind the display lens. The pump was observed to have a crack in the right hand corner of the display area; during a pump leak test the pump casing was found to be leaking. The pump powered on to audible tones only. The pump was unable to perform further testing due to internal moisture damage. The pump was opened and evidence of moisture was found inside of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.